Manufacturer narrative:
Device failure is suspected, but did not result in serious injury or death.

Event description:
An implant card was received from a hosp and reported that a pt underwent surgery to replace the vns therapy pulse generator. The implant card indicated the reason for replacement as high impedance, end of service-no and a tear identified in the lead insulation tubing near the generator. Further investigation determined that high impedance was identified three months prior to surgery. During the surgery to replace the pulse generator and at a follow-up visit to the treating physician ten days later, the high impedance was still present. The patient underwent a second surgery to also replace the lead. Diagnostic testing during this surgery determined that the vns system was functioning properly. The patient is reported to be receiving therapy now without any complications. No serious injury was reported.